Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device confirmed the reported stretched coils on the guide wire; however, the guide wire tip was not separated as reported. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a calcified lesion in the right coronary artery (rca). The balance middleweight guide wire was advanced through the proximal and mid vessel; however, resistance was met at the distal rca and the guide wire could not cross to the lesion. The guide wire was removed and some resistance was noted. It was observed that the tip was unraveled 2 cm from the tip. Another balance middleweight guide wire was used to complete the procedure. There were no adverse patient effects. No additional information was provided.